Manufacturer narrative:
H3: device evaluation - lens was returned in liquid in microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced rotation not associated to a low vault. The lens was repositioned but this did not resolve the problem. The lens was exchanged for a longer length lens and the problem resolved. Cause of the event was reported as unknown.